Event description:
It was reported that the patient was not mentally or physically well. The patient noted having withdrawals and started hurting for the past 5 weeks; he also had hot and cold flashes, diarrhea, and violent vomiting for two days and two nights that ended yesterday as he got medications. The patient also noted he lost 31 pounds in the past 4 weeks. It was noted the physician thought the 'catheter had collapsed, was broken, or was stopped up.' A catheter dye study was attempted on (B)(6) 2013 and the physician could not extract anything, or a 'partial cubic centimeter came out' of the catheter port, and then performed fluoroscopy. It was noted that the pump was checked and the 'rotor was working fine.' The physician was going to drop the dosage every day for a few days and then wanted to put saline in the pump. The patient had a follow-up appointment with their physician in two weeks and he was put on fentanyl patches. The patient noted he had his pump filled on (B)(6) 2013 and the pump was dropped 10 percent, and then dropped another 10 percent. The patient also noted that a week before the test, the pump had been increased six percent. The pump system was being used to deliver clonidine, bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, lot# j0058189r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j0058189r, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received and it was reported that the pump and catheter were replaced. The pump was "not bad"; it was changed because it was almost time for the battery to run out so they changed it. The patient "wasn't getting the medicine" from the catheter; a nurse would come one month to fill it and the next month she got the same amount out, "so it was a no brainer I wasn't getting any medicine; and the pump was working so it had to be the catheter". The patient was completely off of the drugs except he was taking oral meds to take the place of the pump. When they replaced the pump, they started from scratch, so they had to work the patient slowly back up and as of (B)(6) 2014, the patient was almost where he was.